Manufacturer narrative:
No pt involved in this concern. The initial report was received on 11/17/2009 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on 05/16/2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. The alleged malfunction may not be noticed during setup, and had the potential to cause pt harm if the instrument was used during surgery due to inability to secure the frame. Device MFR date was unk at the time of this retrospective report. The returned device showed signs of wear on the tip, but was fully functional. The device malfunction was related to user handling and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.

Manufacturer narrative:
Device manufacture date provision.

Event description:
A medtronic representative reported that the hex nut was stripped on the spine instrument. There was no pt present.